Event description:
The apollo/pallas machine malfunctioned while the patient was undergoing a surgical procedure. The machine was giving a false tidal volume reading of 3000 when in fact, the patient was being manually ventilated. The patient did not sustain any injury.the representative from the manufacturer has been here almost daily to troubleshoot the error and has replaced cables on the connector harness. We are anticipating that drager will be sending an engineer from germany to be on site to evaluate the equipment.